Event description:
Customer was hospitalized for high blood glucose levels. Customer had changed the infusion set four days prior to hospitalization and had been changing them every three weeks. Troubleshooting was not performed. Customer was instructed to change infusion sets every 2-3 days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.